Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella rp support and they had access site bleeding. After the impella insertion, an extra mattress suture was applied to achieve hemostasis. There was also some oozing reported when the patient was rolling, but it resolved. There was also some pain at the insertion site. Furthermore, when the staff tried to change the purge cassette, it was unable to be clicked into the console. A second purge cassette was used successfully.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The purge cassette was returned. The returned complaint purge cassette was visually inspected. No problem found during priming process and flow was in standard range. The cause of access site bleeding- major cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided.